Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (value not provided) which required assistance from another person. No additional information was provided. Multiple attempts were made to contact customer for additional information; however, no reply was received.